Manufacturer narrative:
Upon further review, it was determined that this report was inadvertently submitted as a duplicate MFR. Report number 2016493-2026-31775 please refer to MFR. Report number 2016493-2026-31445.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device displayed a blue screen with the carefusion logo and a ¿kernel power¿ error, indicating an internal battery failure. The issue remained unresolved and appeared to be stuck on a process. A prior issue involving recovery mode had also been reported. There were no delay or adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device displayed a blue screen with the carefusion logo and a ¿kernel power¿ error, indicating an internal battery failure. The issue remained unresolved and appeared to be stuck on a process. A prior issue involving recovery mode had also been reported. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.